Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had damaged rails on the half-height drawer 4.1, and the drawer assembly needed to be replaced. The main rails of the half-height drawer 4.1 were broken. A field service engineer (fse) replaced the drawer. Once the drawer was replaced, it was configured to the device, and the pyxibus cable was reseated. All latch and position sensors were tested, and all cubies were checked. The hardware test application was run to ensure everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height drawer was failed to open and the rail was broken. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.